Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, pain, seroma-late.

Event description:
Healthcare professional reported "capsular contracture baker's grade iii-IV, formation of seroma and pain". The device was explanted. This record is for the left side.